Event description:
After the patient's CT scan was finished, the technologist went to remove the sensor interface disposable (sid), used with the stellant extravasation detector (xds), from the patient's arm. Because the patient had loose skin, the technologist was cautious. The top layer of skin came off with the tape - approximately a 1.5" x 2.0" area. The radiologist examined the patient and felt that it would heal by itself. They gave gauze, coban, and instructions to the patient and her daughter to contact her physician if they saw any signs of infection. No further treatment was provided at that time. It was later reported that the patient saw her family doctor. He evaluated the patient's arm and ordered wound care treatments until it healed. The specifics of the exact wound care treatments are unknown. No further information is available.

Manufacturer narrative:
No product was returned for evaluation. The customer disposed of the sensor interface disposable (sid). The exact lot number of the tape is unknown; however, the site provided a lot number from their current stock. Retained samples from this lot number were sent to an outside lab for analysis. The results are pending.